Event description:
Caller states her son is using the ibgstar and is getting very high readings. Caller states she got readings of 580 and 600 mg/dl while he was not having any symptoms. Caller states that at school they gave him insulin because of the readings and his blood sugar got very low to 64.

Manufacturer narrative:
Meter was not returned for evaluation.